Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
Clinical narrative: a 53-year-old male with known coronary artery disease and diabetes mellitus presented with acute myocardial infarction complicated by cardiogenic shock, consistent with pre support scai shock stage d. An impella cp (sn (B)(6)) was percutaneously implanted via the right femoral artery on (B)(6) 2026 at 06:18 am for hemodynamic support. The patient subsequently underwent coronary artery bypass grafting (CABG) on (B)(6) 2026 with cardiopulmonary bypass (cpb) and required chest re entry on (B)(6) 2026 for surgical bleeding. On the evening following surgery, heparin was initiated per surgeon order at approximately 18:00; thereafter, the patient developed increased chest tube output and received four units of blood overnight. Based on the available information, the reported thrombocytopenia and bleeding events were assessed as peri procedural and multifactorial in etiology, associated with recent CABG/cpb, chest re entry, anticoagulation, and critical illness; no evidence was identified to attribute the events to impella device malfunction or failure, and the device was not removed due to a failure mode. The patient remains on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae (major bleed/thrombocytopenia): the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).